Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat an (B)(6) year old female patient the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was tested with a test battery without duplicating the malfunction. Review of device history logs indicated that the device was power cycled daily which likely drained the installed batteries. The backup battery allowed the device to be used for the remainder of the event without issue. The battery used at the time of reported event was not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.